Event description:
During PICC (peripheral inserted central catheter) insertion peel-away sheath tab snapped off and was not able to peel away. The sheath component was removed from the catheter intact through one of the natural breakaway perforations but it did not come off in the normal way intended.